Event description:
This spontaneous report was received from a brazilian physician via a customer service and concerns a 41-year-old female patient. She was injected with a total of 0.5 ml of radiesse into the temple, on (B)(6) 2024. Batch number was reported as unknown. A 22g cannula was used for injection and retro injection technique was performed. A procedure called revictagem (which was a mixture of exosomes with polydeoxyribonucleotide (pdrn) was also performed, but it was not stated whether it was performed before, after, or in the same dilution of radiesse. Radiesse was diluted with 3.5 ml of 0.9 % salicylic acid (product preparation issue, off label use of device) and with 1 ml of lidocaine, without vasoconstrictor. On (B)(6) 2024, after the radiesse injection, the patient experienced occlusion of the left superficial temporal artery, with hematoma and areas of superficial necrosis in the ipsilateral frontal and temporal regions. During the procedure, she felt a cold sensation on the left side, and she was told that the sensation was normal. On 24-sep-2024, the patient contacted the provider, reporting that there was a strange sensation with a purple appearance in the area on the left. The provider informed the patient that everything was normal. On 25-sep-2024, the patient contacted the provider again, reporting that it worsened, with a sensation of anesthesia, but was again told that it was within normal limits. On (B)(6) 2024, 3 days after the radiesse injection, the patient went to a medical appointment with dermatologist. She was asked what happened to her forehead. The patient explained her previous history and the dermatologist suspected a vascular obstruction secondary to the procedure. Angio tomography was requested, and the result was thrombosis in the left superficial temporal artery. During consultations, another physician performed a dermatological ultrasound. The result was an absence of blood flow on doppler and it was noticed that it was indeed an obstruction, with a livedoid appearance and some exulcerations, characteristic of tissue damage already with some necrosis. Corrective treatment included the application of ultra-sound-guided hyaluronidase and saline solution. Acetylsalicylic acid was prescribed, and the patient was referred for a hyperbaric chamber. After corrective treatment, there was an improvement in the repercussions, with capillary refill time < 3s. Celestone 2 mg for 5 days, acetylsalicylic acid 300 mg for 5 days and subsequently 100 mg, and a hyperbaric chamber were prescribed. The patient was reevaluated using photos, with improvement in adverse events. The patient was going to see physician again, and the physician was going to request information about the product and technique used. The outcome of the event occlusion of the superficial temporal artery was reported as resolving. Due to the provided information, the outcome of the event necrosis was considered as resolving. In the opinion of the reporter, the event required intervention to prevent a life-threatening condition or a permanent damage, event was not life threatening, did not require hospitalization, was not permanent, and did not lead to a new diagnosed chronic disease. Follow-up information was received on 22-oct-2024: physician reported that the patient was doing well and that the events completely reversed. The patient had some areas with very little atrophy. Corrective treatment with acetyl salicylic acid was going to be continued to complete 30 days of treatment. The outcome of events remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the events vascular occlusion and injection site necrosis, was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.